Event description:
The patient received some femsoft urethral inserts samples to try from her clinician. The clinician inserted a sample. The patient left the clinician's office and later reported a slight sensation she could not describe. The patient visited an emergency room thinking the femsoft device had migrated. An x-ray was taken in the emergency room, but the device could not be seen in the x-ray. The patient then contacted customer service and the patient was provided a list of registered femsoft clinicians for her area. The patient visited one of the registered clinicians and the device was removed from the patient.